Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Can more information be provided on what was meant by, ¿did not work properly¿? What healthcare professional fired the device and what is his/her experience with the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? How was the anvil attached robotically? What confirmation was received that the anvil was properly attached? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device more difficult or easier to fire than expected? Did the healthcare professional receive audible & tactile feedback when firing the device? Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? What device did the surgeon use when the ils devices were not available in the us? What is the current status of the patient?

Event description:
It was reported that during a robotic sigmoid resection, the physician used the cdh29a. The device did not work properly. He did not hear the washer crunch indicating a completed fire. Device resected through the lumen but the staples did not form. Noticed staples completely straight indicating never reaching contact with the anvil pockets to form a b shape. Anastomosis completely detached. Had to convert from robotic to a open. Completed the case successfully with a competitive device. Surgery was delayed by one hundred twenty minutes.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cn78. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer and knife. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damaged noted on the knife and washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Robotic sigmoid. Can more information be provided on what was meant by, ¿did not work properly¿? Incomplete anastomoses. What healthcare professional fired the device and what is his/her experience with the device? Physicians assistant & yes. Was the orange tying area completely visible prior to attempting to connect the anvil to the device?n/a. How was the anvil attached robotically? Extracorporeal specimen and secured anvil to proximal specimen. What confirmation was received that the anvil was properly attached?n/a. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?said yes. Was the device difficult to close?n/a. The following information was requested, but unavailable: was the device more difficult or easier to fire than expected? Did the healthcare professional receive audible & tactile feedback when firing the device? Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? What device did the surgeon use when the ils devices were not available in the us? What is the current status of the patient? Device evaluation summary - updated to include additional analysis. Updated device evaluation summary: the analysis results found that the cdh29a device arrived in the initial product investigation (pi) lab with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer and knife. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The device batch is t5cn78, which was produced after the implementation of corrective actions and meets the requirements to be sent for additional analysis. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of correction actions related to the field action. Upon arrival in the secondary pi lab, the device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing the damage noted on the knife and washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.